Event description:
The lay user / patient contacted lifescan (B)(6) on (B)(6) 2011 alleging an error 4 message with their one touch verio meter. The patient denied exhibiting any symptoms due to the alleged issue. The technique of applying blood on the test strip was correct and was unable/unwilling to verify whether the test strips were expired. The alleged issue was not resolved over the phone and the product was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms or seeking any medical attention. The complaint is being reported since the alleged error 4 message was not resolved.

Manufacturer narrative:
The products were replaced and requested back for investigation. Both meter and test strips came back for investigation on (B)(4) 2011. The subject test strips were tested and confirmed the error 4 allegation when testing and the meter was tested and it was noted that it had pcb contamination for a secondary issue. The 510 (k) is k093745.